Manufacturer narrative:
The reported event of occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. CAPA reference: (B)(4).

Event description:
The customer reported occlusion alarms on low flow rates during set up, when they hit pause or restart, and when they change tpn bags. The customer uses anti-siphon valves to decrease air below the air in line sensor due to outgassing. There is no report of patient harm.